Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found in the g5 application. Patient attempted to relinquish the transmitter and pairing to the device again and was successful. No additional event or patient information is available.